Manufacturer narrative:
The reagent lot number was 89928301 with an expiration date of 31-dec-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for multiple patient samples from the cobas c513 analyzer commercial system. One example was provided. The initial result was 10 %, and the repeat result was 5 %. The repeat result was believed to be correct.